Event description:
It was reported to covidien on 11/06/2008 that a customer had an issue with a dialysis catheter. The customer reports the catheter was not newly fitted and had been working satisfactorily, when one morning at the start of the dialysis session, the red cap came off; loss of blood; dialysis stopped and catheter changed; no ill-effect to patient other than a delay of his dialysis and a change of catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion the results will be forwarded.